Event description:
Facility alleges possible hemodialysis. Nurse reported that approx 2.5 hrs into dialysis treatment pt complained of aching in chest, chills and feeling bad. Blood cultures were drawn, antibiotics administered. Lab studies for chemistries drawn revealed that blood samples were hemolyzed. Pt was transferred to the hosp for complaint of continuous severe abdominal cramps. Sample not available for investigation. Will request a companion sample. 11/18/96; actual bloodline sample received for investigation.